Event description:
It was reported that attachment won't connect to the drill and found broken. At the time of report, there was no patient impact. Additional information was received stating that misaligned bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of broken/attachment wont connect to drill is not confirmed. The likely cause could not be established. It was also noted that the bearings were misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.